Event description:
It was reported that (1) 511sd was used during a unknown procedure. It was reported by the rep that the red arming button would not lock out. Opened another 511sd to complete the case. There was no consequence to pt. Gyn coordinator called in response to acknowledgement letter. She confirmed the info as provided by the rep. They made 3 attempts to the trocar, then opened another to complete the case.